Manufacturer narrative:
Section d information references the main component of the system and other applicable components are : product ID: 37761, lot# , serial#, unknown implanted: explanted: product type recharger if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient, stating that their recharger was now charging/issue had been resolved but that the ins was not on, patient was helped to turn ins back on.

Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: 37761, lot#, serial# , unknown implanted: explanted: product type: recharger: it was revealed that the connector pin was damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, product type: recharger. Other relevant device(s) are: product ID: 37761. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that the desktop charger (dtc) connector pin was bent, and the recharger would not charge. As the recharger won't charge, the patient's implant was off and their tremors had returned. No out of box failure was reported. A replacement dtc was sent to the patient. No further patient complications were reported/ anticipated as a result of this event